Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2010 and subsequently expired on (B)(6) 2010 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same patient involving three separate products; associated MDR 2937457-2014-01285, 2937457-2014-01286, 1225714-2014-05276, 1225714-2014-05277, 1225714-2014-05278 and 1225714-2014-05279.